Event description:
(B)(4). I was implanted with a medical device implant called essure early in 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 626206. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started the week of implantation 2009. This is a list of my side effects and symptoms that I have experienced due to essure. Cramping, sharp stabbing pelvic pain, frequent urination, night sweats, painful periods, incontinence, long menstrual cycles, yeast infections, vaginal discharge with odor, breast pain/tenderness, abdominal spasms/twitching/fluttering, painful intercourse, spotting after intercourse, chronic back and neck pain, all over body aches/pain, joint pain, nausea, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, hypersomnia, bowel issues, chronic migraines, dizziness, tingling/numbness in extremities (hands and feet), mood swings, gluten sensitivity, rashes, acne, skin irritations, fatigue, swelling of legs and feet, hair loss, hair growth in new places, dental issues, dry skin and hair, head sores, head cyst, light sensitivity. I have been seen by 7 doctors. I have been diagnosed with the following conditions: migraines, gluten sensitivity, pelvic pain, heavy periods, hypersomnia, tingling/numbness in extremities, dental issues, acne, fatigue. I have had the following surgery due to essure: hysterectomy with bilateral salpingectomy. The device has been removed (B)(6) 2016. The device was not returned to the manufacturer. The device being stored with the pathology department. I have not previously filed an adverse side effect report.